Event description:
Prior procedure, the patient presented with subarachnoid hemorrhage (sah) and acoma aneurysm. The guidewire was used to deliver the echelon-10 microcatheter to the aneurysm and then filled with coils. When delivering the stent into the subject microcatheter, the resistance was encountered and the catheter shaft (subject device) near the hub was fractured when delivered with force. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned subject catheter hub was seen to be separated from the catheter shaft and the shaft was stretched. Additionally, the catheter shaft was seen to be kinked/bend approx. 41cm, 44cm, 97cm,100cm and 141cm from the proximal end. Functional testing could not be performed due to the condition of the device.. However, the reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also additional information provided by the customer indicated that the device was in good condition prior to use. The excelsior xt-17 catheter would not have left the manufacturing process in the returned condition due to the controls in place in the manufacturing process. The catheter hub was detached and the shaft was found to be stretched. The catheter shaft was found to be kinked. The catheter hub may have become detached due to force applied during the procedure trying to deliver the xt17 catheter. The as reported as well as the as analysed will be assigned 'procedural factors' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Prior procedure, the patient presented with subarachnoid hemorrhage (sah) and acoma aneurysm. The guidewire was used to deliver the echelon-10 microcatheter to the aneurysm and then filled with coils. When delivering the stent into the subject microcatheter, the resistance was encountered and the catheter shaft (subject device) near the hub was fractured when delivered with force. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.